Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On the (B)(6) 2019 it was reported to the arjo representative that there was an incident with the involvement of passive clip sling and ceiling lift maxi sky 600. It was stated that during an initial phase of transfer both shoulder clips fractured into pieces. The patient was about an inch off the bed so there was no fall on injury reported. After the event there was an inspection made by arjo technician. Visual evaluation of the sling has shown that sling was old. Sling had visible signs of wear, including a hole in the sling. The label was unreadable. This accessory was manufactured in october 2010, therefore it had over 8 years. Visual inspection of the lift did not show any abnormalities. Maxi sky 600 was completely functional. The instruction for use (max81785m-us issue 1 february 2009) for sling includes information about proper lifting process: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." "The slings should be checked before and after use with each resident and, if necessary, washed according to instructions on the sling." Maxi sky 600 instruction for use (001.14150.33 rev.0 jan 2005) provides patients with warnings: "the following procedures must be followed before each use: inspect the sling for tears, frayed straps or loose stitches. If the sling has any of the above damage - do not use it. Contact your local representative to have the sling replaced or repaired." "Always carry out the daily checklist before each lift use." "Before every use: check all sling attachments for sign of wear, inspect sling material for wear or deterioration, inspect sling straps for wear." Based on the extracts mentioned above from the instructions for use,in case of any doubts about sling safety and/or in case of any visible signs of fraying, tearing and damage (like cracking, bending, breaking), the sling should be excluded from use. According to all information gathered during investigation it lead us to the conclusion that regular use of the sling has led to wear of the sling and specially of the clips which fractured into pieces during transfer. Please note, that if caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. In this case normal wear of product resulting from long-standing use of device could contribute to the event. Facility members are aware of the source of the problem and to prevent their patients from the hazard situations in the future they requested implementation of regular arjo devices inspections in their site. To conclude, the system - clip sling and ceiling lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the sling clips were damaged and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to risk of serious injuries upon the reoccurrence.

Event description:
It was reported that there was an incident with the involvement of passive clip sling and ceiling lift maxi sky 600. It was stated that during an initial phase of transfer both shoulder clips fractured into pieces. The patient was about an inch off the bed so there was no fall on injury reported.